Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the customer's facility. The reported failure was not reproduced. The level sensor was replaced as precaution. A serial read-out was provided and analyzed. Read-out analysis revealed that the sensor was not tested before starting the procedure as prescribed in the instruction for use. The level sensor was not correctly linked to the main roller pump. Therefore, the monitoring function was not active and the pump could not stop at the level alarm. The root cause of the reported event was traced back to a user error.

Event description:
Livanova received a report that the s5 roller pump did not stop even if a level alarm was triggered. The issue occurred during the procedure. There was no report of patient injury.